Event description:
An impella 5.5 was being inserted via the axillary artery graft site to support a 62 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. The 5.5 pump was being inserted with an angle of insertion of 45' and with force but, the pump could not fully advance and deliver. The team met resistance at the axillary artery and removed the pump and instead placed an impella cp. Native anatomy precluded the delivery. The exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The patient was transferred to another facility. The pump will not be returned for evaluation.